Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump did not vibrate when she pressed act after using the up arrow key to set an easy bolus amount. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The customer did not recently install a new battery. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump may be returned for analysis and a replacement insulin pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube window corners, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.